Event description:
It was reported to boston scientific corporation that a rigiflex achalasia balloon dilator was being tested prior to use in an achalasia procedure. According to the complainant, a hole was found in the balloon. Another rigiflex achalasia balloon dilator was used to complete the procedure. No patient complications were reported as a result of this complaint. The patients condition after the procedure was reported to be "fine".

Manufacturer narrative:
According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. A review of the device history record was performed and revealed no related issues to this complaint.